Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate atp and shock therapies due to far p-wave oversensing. Programming changes were recommended. The patient was stable after the event.

Event description:
New information received indicated that programming changes were made on the device. The physician performed the shock test and it was successful.